Manufacturer narrative:
Customer complaint confirmed. The catheter body tube is split open, entering the proximal #1 lumen. The split starts at the distal end of the back form and extends 5mm distal from there. The split in the tube appears to be following a extrusion line in the tubing.

Event description:
Leakage; it was reported that the catheter was torn near the hub. Leakage was observed during use. There were no patient complications reported. New information was provided, during cardiac surgery, anesthesia gave a massive transfusion through the ava device. There was bleeding close to the insertion site, anesthesia thought it was from the incision and compressed the site, but it kept bleeding. Found that the bleeding was from leakage of the catheter tearing from the hub. Tearing site was under ths skin and the catheter material was unavailable to stand the pressure from the massive transfusion. It was also stated that the catheter hub was too heavy to maintain proper placement, once it hangs down, the catheter could be folded and flow could be obstructed. Further follow up indicated that massive transfusion was performed due to low cardiac output before they found tearing. The customer believes massive transfusion led to the tearing. Customer insists that the material of the ava catheter could not endure the pressure from the massive transfusion. During transfusion some blood from the transfusion was lost due to the tearing. Bleeding was not from the patient, it was actually leakage from the tearing on the catheter. Tearing site was under the skin because they inserted the whole catheter into the patient, that is why they could not note tearing immediately and misunderstood that was bleeding from the suture site.